Manufacturer narrative:
The field service engineer (fse) did not observe fluid leak upon arrival. The fse cleaned the blood sampling valve (bsv) shaft and noticed a worn groove in the shaft on the center of the bsv. The fse placed a spacer so the center section was not within the groove. The fse also performed mode-to-mode calibration factor for secondary mode. Quality control (qc), in secondary mode, was within the customer's specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).

Event description:
The customer reported approximately four (4) milliliters of diluted blood fluid leaked through the seams in the blood sampling valve (bsv) during manual sampling probe involving coulter lh 500 hematology analyzer. The customer stated the bsv knob was tightened but then became loose. The customer thoroughly cleaned the bsv and alignment bar of buildup. The leak suggested there was back pressure due to the misalignment of the ports. The fluid leak was contained within the instrument. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the event. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this event. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.